Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #2 is being corrected from blank to 06/29/2021.

Manufacturer narrative:
H10. The device and pictures were received for evaluation. The visual inspection by naked eye of the product showed the product dry and a loose black particle on the cutting surface was visible. The reported condition was verified. The possible cause of the black particle is burnt fiber material and manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation code b15 has been removed. A photographic evaluation was not performed for the reported lot.

Manufacturer narrative:
Facility name: (B)(6) hospital. Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a polyflux 17l, a particulate matter was observed inside a cap. There was no patient involvement. No additional information is available.